Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 14393361 / 14504919, model/catalog description: linear st lead kit 50cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients stimulator was giving her migraine. The patient underwent an explant procedure. No further information could be obtained.